Event description:
While surgeon was using stapler, the surgeon felt the staples were not placed at an angle that was expected. No harm to pt, stapler not used, and replaced with another stapler. New stapler performed as expected.